Event description:
The complainant reports the inner sleeve packaging of the foley catheter was torn. It was further reported the foley was not used on a pt.

Manufacturer narrative:
Based on the available info, this event is deemed a reportable malfunction. There were no reports of the pt being harmed as a result of this malfunction. Add'l pt/event details have been requested. Should add'l info become available, a f/u report will be submitted.